Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-02975. It was reported the patient ((B)(6)) experienced ineffective stimulation. System diagnostics determined high impedances due to possible lead fracture. Surgical intervention was undertaken on (B)(6) 2017 wherein the fracture was confirmed and the lead was explanted and replaced with another model which resolved the issue. Effective therapy was restored postoperatively. The physician stated the anchor was the cause of the lead fracture.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-02975.